Event description:
This is a case that was reported to baxter cqa via ukpv who in turn were alerted by the mhra in another country. The event involves a male who was administered icodextrin 4% at an unk hospital. No sample available. Occurrence date - not known. The patient, who had no previous abdominal surgery, underwent elective abdomino-perineal resection following pre-operative chemo-radiation treatment for dukes stage a rectal cancer. At the time of surgery, the abdominal cavity was of normal anatomy and free of adhesions. One liter of icodextrin 4% was placed into the peritoneal cavity prior to abdominal closure. Following an initially uncomplicated post-operative course with active colostomy on day three, the patient developed small bowel obstruction after eight days and underwent re-laparotomy on day 12. During surgery, significant pain-abdominal, dense fibrous adhesions were found not only in the lower abdomen, but also in the upper abdomen where no dissection was carried out during primary surgery; extensive adhesiolysis was carried out, the patient made a slow recovery and was discharged from hospital 27 days following re-laparotomy. Patient's current condition is not known. No additional information is available.

Manufacturer narrative:
Baxter medical assessment: although of multifactoria ethiology (surgical trauma, peritonitis, inflammatory reaction), adhesion formation may point towards a potential lack of efficacy of adept. We cannot rule out that adept has caused or contributed to the adhesion formation (formation of fibrotic adhesions also in areas where surgical tissue manipulation has not occurred). No further investigation required. Md safety officer. This will be kept on file for trending purposes.